Event description:
It was initially reported that the patient was experiencing an increase in seizures following a recent generator replacement. The patient had been turned on after replacement and diagnostics were within normal limits (output current - 2.5 ma, output status - ok, impedance - ok, impedance value - 1356 ohms, ifi - no). The physician felt that the increase was above the pre-vns baseline and the patient had had at least six large seizures since last seen. The physician did not know if the increase was related to vns at the time of the report but would re-evaluate the patient in two weeks. The physician adjusted the patient's settings. Follow-up with the physician's office indicated that the patient missed the scheduled appointment. There was no additional information that was known since the patient had been in since the initial report.

Event description:
Additional information was received that the physician responded to the attempts for additional information. He sent back that fax that was sent to his office but did not address any of the questions. Only setting for the appointment on (B)(6) 2012 was provided.